Event description:
It was reported that balloon rupture occurred. Vascular access was via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During second inflation at approximately 12 atmospheres for 30 seconds, the balloon ruptured in a pinhole form. A new 2mm x 40mm x 144cm coyote es balloon catheter was used for further dilation, however, upon third inflation at approximately 12 atmospheres for 30 seconds, the balloon also ruptured in a pinhole form. Both devices were removed using normal method without issue, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.